Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented during a floor check at the hospital. Interrogation of the device revealed that the left ventricular lead was dislodged. The lead was explanted and replaced. The patient was asymptomatic and in stable condition.